Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that when inserting the retrofusion screw into the phalanx, the screw broke in half. The broken half remains in the patient. This was a hammertoe / plantar plate repair; they completed the case using suture in the joint to pull the soft tissue together to aid in the fusion o f the joint. , no more anchors were used and no additional incisions were needed. . Inserting the screw into the phlanax, the screw broke in half, the screw remains in the patient. No patient information was available.